Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) meter read "high" and the cause was not known. A bolus via the pump and insulin injections were used to address bg. Tandem technical support assisted the contact with performing a pump system check. No device issues were identified. The contact thought that the elevated bg may be related to the customer being a brittle diabetic and eating too many carbohydrates. Reportedly, the bgs were monitored by the contact.